Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the alarm vent inop e/c 1002, blower temperature too high was activated. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
Date of report: 21sep2018. Date of manufacturer: 07june2018. (B)(4). During further investigation (fi), a visual inspection of the blower assembly revealed no evidence of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. Before applying power to the blower assembly, the temperature sensor output was verified and found to be within specifications. The blower assembly was installed in an fi test ventilator. The test ventilator booted up and delivered breaths. The test ventilator did not generate any errors while operating in normal ventilation mode. No failures occurred during testing. The airflow accuracy test was performed and passed. No failure was detected.